Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hospital and will continue wearing the lifevest. Method: device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Usage of device: monitor (B)(4): (B)(6) 2010 - reuse. Electrode belt (B)(4): (B)(6) 2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a pt experienced five inappropriate defibrillation event. Atrial fibrillation with rapid ventricular response at 189bpm contributed to the false detections. The pt was at the airport at the time of the event. The pt was conscious and walking across the parking lot at the time of the event. A family member witnessed the treatment. A review of the downloaded data confirms that the response buttons were pressed, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The pt was taken to the hospital and continues wearing the lifevest.